Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside the air/water (a/w) channel, foreign objects inside the air/water (a/w) cylinder, and temporary disappearance of the endoscopic position detecting unit (upd) image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on endoscopic position detecting unit (upd) board unit, endoscopic position detecting unit (upd) image temporarily disappears. The most probable cause of the failures related to white foreign material is known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken. The event can be prevented by following the instructions for use which state: the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material had remained in the channel even if the reprocessing was conducted in accordance with instructions for use. Simethicone and petroleum, oil, silicone based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.